Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was end of service (eos). It was noted that was normal battery depletion. It was noted that there was no patient death and no patient injury. It was noted that the patient had recovered without sequelae.

Event description:
It was reported that the patient observed a ¿call your doctor¿ icon and a power on reset (por) when they recharged one day prior to report. Then on the date of report, the patient observed an end of service (eos) icon. The patient stated that they no longer felt stimulation. The patient stated that the implantable neurostimulator (ins) was off the prior week because it depleted and they did not have time to recharge. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. The ins battery was at eos due to three overdischarges.